Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿pain both in breasts and throughout body¿, ¿muscles aches and pains¿, ¿doctor thought I had spondylitis as he felt my body was attacking itself¿, "found fluid on both breasts ten years after surgery",¿found out two weeks ago I have silicone textured allergen putting my risk of the rare form of cancer¿, ¿localized amyloidosis¿ and ¿am hla b27 positive¿. This record represents the right side. The device remains implanted.